Manufacturer narrative:
The investigation is still pending.

Event description:
Additional information has been received on: product was replaced; no delay of treatment; no consequence for the patient. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but has not yet received it. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned is not distributed to the u.s., but the product with contributing design function to the affected component (quadrox-ID) is registered under 510(k): k101153.

Event description:
Customer reported leakage from the exhaust port during patient use. (B)(4).

Manufacturer narrative:
The product was requested for return to the factory for investigation, however the ssu confirmed that the customer had discarded the product, so it will not be available for investigation. CAPA-(B)(4) was opened to investigate and address the phenomenon of leakage from the exhaust port. It has been established that the oxygenator in question was manufactured in week 49 in 2015, thus contains the new fibers. As the product was not available for investigation, it has not been possible to establish whether the issue is consistent with the issue investigated in the CAPA. A search of the complaints database did not identify any new systemic issue, supporting effectiveness of the corrective actions implemented in CAPA-(B)(4) . Oxygenator packaging lot #70106011 shows no abnormalities in the DHR (B)(4), (B)(4) units have been manufactured. The unique device identifier (UDI) is not known, so a deeper investigation of basic lot #70106200 is not possible. A manufacturing issue is not indicated and there was no patient harm. As the product was not available for evaluation, no further investigation or action is possible, other than continued close monitoring of complaints, and the complaint will be closed. This is the final report.

Event description:
(B)(4).